Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (exact value unknown.) The customer administered a correction bolus via the pump and a manual correction injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.